Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire between ECG a and ECG b. The root cause for the open pulse wire was excessive force. No adverse event resulted from the open pulse wire.